Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient first started experiencing symptoms when the device was initially placed in (B)(6) 2015. According to the report, the patient was still having symptoms about every other week that included no intake of food, crying excessively, altered mental state, and ¿lots of¿ sleeping. It was noted that the patient would return to normal after about four days however. Event and implant dates are approximations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery the patient was having symptoms, such as vomiting which potentially indicated problems with the device.